Manufacturer narrative:
This is an initial report and the product has not yet been received for evaluation. Should the device be returned, the device evaluation data will be included in a follow-up report.

Event description:
The customer reported that during a patient procedure, using a titanium lopro t3, the image was flickering. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.